Event description:
It was reported via phone call from a surgeon to edwards that a patient received an edwards mitral bioprosthetic valve but the echo continues to show mitral stenosis 13 days post implant. It was reported that the valve is showing evidence of mitral stenosis with two leaflets "fused together". Patient was transferred to current surgeon because he has not been able to come off pump and has been on ECMO since the procedure took place, the gradient is in 20mm range on low flow ECMO. An update was received by the reporting surgeon a week later indicating the patient was treated with balloon valvuloplasty. Post-intervention, the peak gradient dropped from 22 mmhg to 8 mmhg and the mean gradient came down to 4 mmhg which is "acceptable" per the reporting surgeon. It was learned that ECMO was successfully weaned off and the patient was improving. No additional information provided.

Manufacturer narrative:
There have been no updates regarding this valve and patient; as previously reported, a balloon valvuloplasty was performed which resolved the reported stenosis. However, echocardiography imaging files of the valve performance prior to intervention were received, then reviewed by an independent consultant, review and impression as follows: " (B)(6) 2013 tee: a bioprosthesis is noted in the mitral position. The valve appears well seated. There is no mitral regurgitation. The mitral bioprosthesis leaflets have a normal appearance (thin, pliable), but a distinctly abnormal motion. The leaflets appear normal during ventricular systole. However, during ventricular diastole, the commissural edges of the leaflets appear to have very limited excursion, and there is doming of the leaflet bodies similar to what would be seen with pliable leaflets in the setting of rheumatic mitral stenosis. The mean gradient across the mitral valve is ~ 14 mm hg, and ~ 12 mm hg during an interval labeled ¿6l¿ (presumably ECMO flow rate). The subvalvular region (immediately on the left ventricular aspect of the mitral bioprosthesis) is abnormal, with extra material visualized in multiple views (e.g. Images #4 and 7 [0°], and image #16 [94°]). Diastolic antegrade flow is noted both through the central orifice and in an eccentric anteriorly directed jet (e.g. Image #14 [61°]). Systolic opening of the aortic valve is brief, consistent with either a low-flow state or extracardiac circulatory support. The left ventricle is enlarged and severely hypokinetic (lv ef ~ 20%). (B)(6) 2013 tee: findings related to the mitral bioprosthesis are in general similar to the prior study, with the exception that the bioprosthetic mitral leaflets appear to have developed interval thickening (e.g. Image #27 [60°]). The mean gradient is 9.3 mm hg during an interval labeled ¿4.7l¿. 8/26/2013 tee: findings related to the mitral bioprosthesis are in general similar to the prior study, with the exception that the bioprosthetic mitral leaflets appear to have developed incremental interval thickening and rigidity (e.g. Image #1 [0°]). Transgastric images nicely demonstrate an en face view of the mitral bioprosthesis with limited diastolic separation of an anterior commissure and no other significant diastolic movement of bioprosthetic leaflets. Impression: there is markedly abnormal diastolic movement of an initially otherwise normal-appearing mitral bioprosthesis, associated with severe left ventricular inflow obstruction (prosthetic mitral stenosis). Three tees performed over an 8-day interval demonstrate progressive thickening and rigidity of the bioprosthesis leaflets. All studies demonstrate abnormal material on the left ventricular aspect of the bioprosthesis. Abnormal leaflet opening due to intrinsic valve dysfunction vs. An extrinsic (compressive) mechanism cannot be definitively established based on the echocardiographic images alone. However, the finding of abnormal material on the left ventricular aspect of the bioprosthesis is suggestive of multiple suture loops. The finding of progressive bioprosthesis leaflet thickening is suggestive of a reactive process - potentially due to either a primary reaction to the leaflet tissue (which would not explain the initial findings of mitral stenosis, when leaflets were still fully pliable), or due to contact abrasion." Therefore, it is likely that this event is related to leaflet tethering either by suture looping or interference with native subvalvular apparatus which are related to patient anatomical factors and/or technical factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information and edwards investigation indicates no device quality deficiency related to this event. No further action is warranted at this time.

Manufacturer narrative:
Report of mitral stenosis shown on echo immediately after mitral valve replacement using an edwards bioprosthetic valve. It was later learned that an intervention was performed, balloon valvuloplasty; the stenosis was reported to have resolved, leaflets functioning properly, and the patient improving. The reporting surgeon does not suggest a device malfunction related to this event. As the device remains implanted and reportedly functioning properly, no evaluation can be performed. Moreover, echo imaging was requested, but not yet provided to edwards; therefore, the performance of the valve in vivo was not yet evaluated. Leaflet restriction/stenosis immediately post implant of a bioprosthetic valve is rare, and can be related to multiple factors such as suture looping, subvalvular interference, and/or other technical/anatomical factors. A manufacturing review was not completed as device information was not yet provided. The provided information suggests nothing to indicate a device quality deficiency related to this event. Edwards will continue to follow up on the patient/device status.